Event description:
It was reported that the fiber broke (glass protruding through the outer jacket) and light emitted. The procedure was completed with a second fiber. No pt or end user injury was reported.